Manufacturer narrative:
(B)(4). Date of event: only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic appendectomy, the pouch broke at the seam at the bottom of the pouch. It was reported that the pouch felt ¿thinner¿ in strength and stretched. It is unknown how the case was completed. There were no patient consequences reported.